Manufacturer narrative:
(B)(4). B3: only event year known: 2023 investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Answer -a leak test is always performed as standard after an end to end anastomosis, this showed no leaks. Yes the staple line was visualized endoscopically. The leak occurred that evening. The leak was found due to excessive bleeding. The leak was addressed as mentioned in my original email by performing a de functioning ileostomy which then meant the patient staying an extra week at a ward. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anterior resection procedure the powered 31mm stapler was used. The patient received a leak and he was back in the ward and had to be brought back to theatre for a se functioning ileostomy. This resulted in an extra weeks stay at ward level.